Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25july2019. The customer replaced the defective ui pcb to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device displayed a power supply failure code. It is unknown if the unit was in clinical use at the time the reported issue was discovered.